Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the unit and was unable to reproduce the reported issue. The fse complete pm to factory specifications. The unit passed all functional and safety tests to factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit had a fiber optic and EKG signal error. There was no patient harm reported.